Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. It was also noted that the pump had damage to the screen and case. No adverse patient effects were reported.

Manufacturer narrative:
One smiths medical cadd-legacy® pump was returned for analysis in good condition. The device history log was reviewed and found 13 no disposable alarms recorded. Simulated use, sensor verification, and visual inspection was performed. The pump did alarm with a double beep upon powered up without a disposable attached; confirming complaint. Visual inspection confirmed case and lens damage along with rear housing damage. It was noted that there was pitting on the lens upon visual inspection. Serial plate has the corner portion of label was found to be missing. The root cause of the issue is unknown. Based on these investigation results, no corrective actions will be taken at this time.